Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor was undersensing. It was noted that the undersensing could have occurred due to a loss of electrode contact associated to the pocket's healing. The nurse believed the issue would stop once the pocket healed. It was discussed that healing and pocket tightening could take longer than anticipated. The patient was being monitored. No patient consequences were reported.